Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had recurrent hernia, adhesions, abscess and wound drainage. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The cause of the patient postoperative complications cannot be determined at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no.: (B)(4). On (B)(6) 2011: it is alleged by patient's attorney that on or about (B)(6) 2011, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol kugel patch,was implanted to repair the hernia defect. On (B)(6) 2015: it is also alleged by the patient's attorney, patient underwent an additional surgery that included a laparotomy, a drainage of wound abscess, lysis of adhesions and repair of recurrent incisional hernia. As a result, the patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective kugel patch.